Event description:
It was reported that an error code 10 was seen on a patient's m106 generator. This is known to be the burst watchdog timeout error that occurs when the patient's autostimulation output current is greater than or equal to the magnet output current. It was noted that the magnet and autostimulation currents were inadvertently programmed to the same output current. The physician identified the issue and corrected the settings. No additional relevant information has been received to date.